Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately five and a half months after implant, this patient was admitted to hospital with high power, high flow and evidence of hemolysis. Treatment with bivalirudin and heparin resulted in a decrease of pump parameters but they subsequently increased again and the patient was prioritized for transplant. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high power and high flows along with symptoms of hemolysis. Patient received treatment for suspected thrombus and was placed at the top of the transplant list. It was last reported that the patient received a heart transplant on (B)(6) 2014. The pump ((B)(4)) and the controller ((B)(4)) were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned controller passed visual inspection and functional testing. Visual inspection of the returned pump ((B)(4)) revealed a faint, circumferential line of scoring on the lower housing's ceramic surface and the matching inferior surface of the impeller. These conditions may be indicative that something may have forced the impeller against the rear housing with sufficient force to overcome the rear preload of the magnetic spring/suspension system. There were no dimensional or functional issues that may have caused or contributed to the reported event noticed during analysis of the returned unit. Independent pathologic evaluation did not confirm the presence of thrombus within the device; however, the pump was explanted and returned for evaluation approximately a month after the reported event date. The most probable root cause for the reported high power event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.